Event description:
During several (3-4) gastrostomy procedures, a cook flow 20 percutaneous endoscopic gastrostomy set was used. While the physician pulled the tube through the skin of the pt the tube disconnected where the hard part of the dilator connected to the flexible portion of the tube. Each time they had to remove the broken portion and start the procedure over. It is unk if the user was able to maintain full control of both ends of the tube while in the pt at all times after separation occurred. Our attempts to collect additional info regarding pt outcome were unsuccessful. While the complainant did not specify if the pt experienced any adverse effects or required additional medical procedures due to this event, the info able to be collected does not reasonably suggest the pt was adversely impacted.

Manufacturer narrative:
Of the four (4) devices described, only one (1) device was made available for evaluation: 1037905-2013-00857: returned on (B)(4) 2013, 1037905-2013-00858: not available for evaluation, 1037905-2013-00859: not available for evaluation, 1037905-2013-00860: not available for evaluation. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Feeding tube separation can occur if the incision through the skin is less than 1 cm in length or does not completely penetrate the abdominal wall into the stomach. The instructions for use instruct the user to make a 1 cm incision through the skin and subcutaneous tissue to facilitate passage of the feeding tube. A smaller or incomplete incision may cause resistance when the feeding tube exits the stoma site. If the tube experiences excessive pressure during placement, damage to the feeding tube can occur. Inadequate lubrication of the feeding tube prior to placement could contribute to excessive pressure and subsequent feeding tube damage. The instructions for use instruct the user to thoroughly lubricate the entire external length of the feeding tube. This activity will aid in smooth feeding tube placement. The instructions for use direct the user to apply gentle pressure to the feeding tube during placement. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. Correction action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.